Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy¿ stent was selected for use and during usual preparation, stent damage was noted. The procedure was completed with another of the same device. There were no patient complications and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. An examination of the crimped stent revealed stent damage. The first 11 most proximal stent struts appear undamaged. The remainder of the stent was damaged with struts lifted in the center and slight damage to the distal struts. The outer diameter of the undamaged proximal section of the stent was measured and found within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Based on the specified inner diameter of the stent protector and the outer diameter of the crimped stent measurement, there are no issues to note with the interaction of the two components, provided the stent protector was removed correctly. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy¿ stent was selected for use and during usual preparation, stent damage was noted. The procedure was completed with another of the same device. There were no patient complications and the patient status is stable.